Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional ¿during implantation surgery [the physician] noticed that the implant had a hair on it.¿ patient contact with the device did not occur. The surgery was completed with a backup.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a flat crease, white particles. A leak test was performed and no leakage was found. A fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: during the analysis no openings were observed. No issues found related with the manufacturing process.

Event description:
Healthcare professional ¿during implantation surgery [the physician] noticed that the implant had a hair on it.¿ patient contact with the device did not occur. The surgery was completed with a backup.